Manufacturer narrative:
The product was returned for analysis. No data regarding product identity was received i.e. No lot serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Attempts to obtain additional information were made; however, the reporter was unable to provide further details. (B)(4).

Event description:
A surgeon reported that following glaucoma filtration shunt implantation, the shunt was noted to be clogged and the bleb had disappeared. The shunt was explanted. Additional information has been requested. The reporter was unable to provide further details.